Manufacturer narrative:
Siemens filed the initial MDR 2517506-2020-00360 on 08-dec-2020. Additional information (21-dec-2020): siemens reviewed instrument data from november 11 to 13, 2020, and concluded that the instrument did not report a troponin value for the patient sample with identification number (B)(6) , nor was a result of 4,000 pg/ml or 5.7 pg/ml produced during that time frame. The data showed a recurrence of loci detect check failed errors on the dimension exl with lm, serial number (B)(6) . Service performed routine maintenance and replaced the loci reader and associated parts on november 18, 2020. The cse noted errors post-service. Siemens reviewed the instrument files for (B)(6) 2020, and observed that after the loci reader was replaced, the loci methods gave the "abnormal assay" flag. The data showed that the result monitor had not been reset following the loci reader change. The issue was resolved after resetting the result monitor file. No further flags or errors were observed. The cause of the falsely depressed high sensitivity troponin I (tnih) result is unknown. The instrument is operating within specifications. No further evaluation of the device was required. Section h6 was updated to reflect new adverse event problem codes.

Manufacturer narrative:
The operator contacted the siemens customer care center (ccc) and informed that the level 1 quality control (qc) was out and repeated. The customer informed siemens that qc has a 40 pg/ml target, and the initial results were approximately 20 pg/ml. Upon repeat, the customer noted that qc results were around 40 pg/ml. The customer noted that qc is also performed in the afternoon and acceptable. The qc issue has occurred at different times of the day. Siemens is investigating the event.

Event description:
The customer obtained one discordant, falsely depressed, high sensitivity troponin I (tnih) result on a dimension exl with lm instrument. The falsely depressed result (5.7 pg/ml) was obtained during the first repeat test and not reported to the physician(s). The customer used the same patient sample and instrument to perform repeat testing and obtained a higher (10,000 pg/ml) result. The customer used an alternate dimension exl instrument and obtained the same result of 10,000 pg/ml. There are no reports of patient intervention or adverse health consequences due to the falsely depressed tnih result.